Manufacturer narrative:
Findings: unit received with cracked case at display window corners, reservoir tube window corners and battery tube threads. Unit received with minor scratched lcd window. Unit received with partially broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 130 mg/dl. Customer advised the cracks are twice around where the reservoir chamber is exposed and all around the pump. The customer advised that she dropped reservoir multiple times. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.